Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As per the clinical, the doctor had to use excessive force to advance the sheath which led to the tip split. The root cause of the introducer damage issue was a sheath tip split caused most likely due to excessive force. The root cause of the positioning issue was use related to improper technique. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that the physician dilated the patient using all supplied dilators but was unable to advance the sheath over the wire. The wire and the sheath were exchanged. The doctor noted that the tip of the dilator was damaged. The tip was split. Additionally, the doctor attempted to remove the introducer and pump migrated into the right ventricle during each attempt. The introducer was left on, and the pump position became questionable.